Event description:
Drip infusing per proximal lumen of triple lumen cvp catheter. When hanging new bag and tubing, tip of filter broke off in rpoximal lumen. Unable to remove tip. Unable to use lumen. Another IV site had to be obtained as the medial and distal lumens were already being used. Tubing breaks easily, nothing to "grip" onto.